Event description:
Pt was found face down on the floor next to the bed by a staff nurse after the nurse reported hearing a thump. The staff assist button was hit and several nurses reported to help the pt off the ground. When the pt was lifted back in bed, the nurses noticed the pt grabbing his head and moaning. When asked if he hit his head, the pt stated yes. When asked where it hurt the pt pointed to his right eyebrow area and said here. Blood was noted in the area as well as swelling and a bruise was beginning to form. Md was notified and a stat CT was ordered and completed.

Manufacturer narrative:
The technician found the facility placed the bed back into service and it was not available for inspection. The risk manager indicated the nurses alleged that they thought the siderails were all in the upright position, but once they entered the room, the intermediate siderail was down. The risk manager would not give any details as to if the account inspected the bed or what they found and would not release any further details regarding the pt info or outcome.